Event description:
When disconnecting the syringe from the tubing the rib inside the luer lock broke off inside the tubing. This occurred on four separate occasions. Twice with chemo, therefore, unable to administer final 1.2 of chemo drugs to patients.